Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Blood/body fluid was present in the distal conductor (no obstructed) at electrode end and on the helix mechanism (sleeve head). The helix would not extend due to dried blood in the sleeve head and distal conductor. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis finding: blood on helix mechanism sleeve head.

Event description:
It was reported, during the implant procedure, the screw mechanism was "faulty." Consequently, this device was not implanted. No patient complications have been reported as a result of this event.